Event description:
It was reported that therapy has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their device, which caused the ipg to become inoperable. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced.